Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a subclavian transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve, the valve punctured the esheath in a tortuous segment of the subclavian artery. The entire system was removed as a unit successfully without any patient harm. A new system was used, and a new valve was successfully implanted. The valve was noted to be damaged.

Manufacturer narrative:
Update sections d9 and h3. The valve was not returned to edwards lifesciences for evaluation, therefore no visual, functional or dimensional testing was performed. In addition, no relevant imagery was provided for review. Due to the unavailability of the device, presence of a manufacturing non-conformance was unable to be determined. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was unable to be confirmed. A review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'during a subclavian transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve, the valve punctured the esheath in a tortuous segment of the subclavian artery' and 'the valve was noted to be damaged'. As noted, the patient access vessels had presence of tortuosity. The presence of tortuosity can create a challenging pathway during delivery system advancement, and it can lead to resistance and high push force. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', 'do not over manipulate the sheath at any time', and 'sharp angles are responsible for potential sheath kinking, subclavian/axillary dissection and aortic arch damage.' In this case, it is possible that the valve strut catches within the sheath during the delivery system advancement, and the subsequent push force resulted in the valve puncture through sheath and damaging the valve as reported. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative correction (CAPA) are not required. Per management discretion, a product risk assessment escalation has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. A CAPA has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).